Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure of the trochanteric fixation nail advanced (tfna) instrumentation, the flexible screwdriver broke as the surgeon was removing it from the nail after tightening the said screw. The screwdriver was retrieved in one(1) piece and will be available for return. Procedure was completed with a five seconds surgical delay. There was no adverse patient impact. Concomitant device reported: unknown nail (part# unknown , lot# unknown, quantity # 1), unknown screw (part# unknown , lot# unknown, quantity# unknown). This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The 5 mm hex flexible screwdriver (part # 03.037.028, lot # 9298596, mfg # 16-jan-2015) was received with the flexible screwdriver broken at the proximal portion of the device, at the end of the flexible part. The broken part of the shaft is not completely separated into 2 pieces. This is consistent with the reported complaint condition, thus confirming the complaint. The remaining portions of the device shows no damage except normal wear due to consistent usage of the device. Dimensional analysis was completed, the outer diameter of the shaft close to the fracture site measured 7.99 mm. This is within specification a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The received device was observed to be broken. Thus, the complaint is confirmed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 03.037.028. Lot: 9298596. Manufacturing site: haegendorf. Release to warehouse date: 16. Jan. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.